Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. H6: the codes fdm b21, fdr c21, fdc d16 and img g g02005 are applicable for nim patient interface. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4). H6: the codes fdm b17, fdr c20, fdc d16 and img g g02030 are applicable for nim console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system displayed the message the "patient interface fault detected, attempting to resolve." Issue persists in wireless and wired connection. There was no patient involved in the event.